Event description:
It was reported that a patient underwent a total abdominal hysterectomy, abdominal sacrocolpopexy, mid-urethral sling and cystoscopy surgery in (B)(6) 2011 to treat symptomatic stage ii uterovaginal prolapse and stress urinary incontinence. The patient was seen in (B)(6) 2012 and reported 3 weeks of white vaginal discharge and a bulge of tissue in the vaginal area. Premarin cream was used prior to the initial surgery and now it was restarted. Recently, the patient presented to the doctor with dyspareunia and vaginal discharge with a rough area on the vaginal wall that is painful during intercourse. In (B)(6) 2012, the surgeon's physical exam revealed tenderness with a 1 cm vaginal apex mesh exposure. The patient underwent surgery for removal of the entire posterior vaginal wall mesh on (B)(6) 2012. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Mesh exposure; - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.